Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter had error 2 message. The complaint was classified based on the customer care advocate (cca) documentation and the local country contact (lcc) attempting to follow-up with the patient, successfully . The cca was advised by the patient that the issue occurred on (B)(6) 2016. The patient stated she manages her diabetes with pills, diet and/or exercise. The patient claims she developed symptoms of "shakiness" after the product issue on (B)(6) 2016, however the product issue occurred (B)(6) 2016. Unfortunately as the patient was unable to be contacted, the information that is contradictory can not be resolved. The patient alleged hcp treatment, during a doctor office visit the patient on was allegedly treated with one pill of metformin, it is unknown if this treatment is part of the patients routine treatment. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the patient testing technique was incorrect, the patient had the wrong ca- code set and there was no misuse of the product.. The cca walked through a troubleshoot and a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury and it is unclear if the symptoms developed before or after the product issues.